Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is reported to have lost access to sound with the device suddenly on the (B)(6) 2018. No degradation of health, trauma or accident is reported. Reimplantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore, prior to the suspected external impact, a short circuit between two and then three channels were observed due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user is reported to have lost access to sound with the device suddenly on (B)(4) 2018. No degradation of health, trauma or swelling around the implant site is reported. Problems with the external devices have been excluded. There were no difficulties reported at implantation. The user has been reimplanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore, prior to the suspected external impact, a short circuit between two and then three channels were observed due to undetermined reasons. No date for a possible re-implantation date has been received yet.

Event description:
The user is reported to have lost access to sound with the device suddenly on (B)(6) 2018. No degradation of health, trauma or swelling around the implant site is reported. Problems with the external devices have been excluded. There were no difficulties reported at implantation. Re-implantation is considered but not yet scheduled.